Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold measurement. This rv lead was replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.